Event description:
It was reported that approx 1 1/2 hours into a thyroidectomy while using a vaporizer set at 7% with a flow of 1-1 1/2 liters of 100% o2 the pt showed signs of light anesthesia. The vaporizer was adjusted to 12%. The pt "sat up". The pt was switched to isoflurane to complete the case. The pt has no recall of the case.